Event description:
The external pulse generator was returned to the manufacturer for rework/repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery flex is out of mechanical specification. Battery release is contaminated. Upper and lower cases, one side bail cover, ring cover, and battery drawer are broken. The ring is bent.